Event description:
During a total vaginal hysterectomy, the pks seal open forceps failed. The surgeon used sutures to complete the procedure. No patient harm.

Manufacturer narrative:
Device was attached to the generator and came up with the correct defaults (vp-260). When the device was activated, longer coagulation times and some intermittent shorting were observed. Inspection found that the tips of the jaws can come in contact with one another causing the device to short out which may look like the device has no energy. The jaw stop button had accessive adhesive around its base and the top of the stop had been filed down. During the build of the device, it is acceptable to modify the gap between the jaws by filing the button.